Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button that required multiple taps to wake the device, with the issue present since device use began and gradually worsening; the user also reported a charging pad indicator changing from solid to blinking during charging. Symptoms included no adverse health effects. Outcomes included no clinical impact, no alerts or alarms, and no medical intervention. Investigation included user coaching and troubleshooting, including requests for a video and assessment of button actuation technique and contact pressure, and a charging accessory replacement was arranged. Investigation of this case revealed that the device functioned when increased finger pressure was applied, consistent with user-interface actuation sensitivity and potential contact/technique factors, while the charging behavior indicated a possible accessory performance issue. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the button consistent with normal design sensitivity and an accessory-related charging indicator behavior.